Event description:
Orthopedic surgeon was performing. Drill bit broke off in patient's bone. Surgeon determined that removal would cause bone damage, so left in place. No additional surgery needed nor adverse effects expected at this time.